Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The returned product was severely damaged. The tips and pincer appear to have struck hard tissue or surface. The damage is unusually severe, with the pincer gap window appearing enlarged or possibly torn. Considerable force was most likely applied to provide the level of damage to the pincer window. The cannula tips suggest a strike to a very hard surface. The biopince pincer can be impacted by damage to the needle sets, damage to cannula tips as well as patient physiologic factors. For example, if the cutting cannula of the device hits hard/calcified tissue in the body it can damage the tip. Additionally, poorly formed or malformed pincers, gaps between the interior wall of the cutting cannula and the pincer, or misalignment of the pincer and the pincer window can result in a bent or damaged pincer. During manufacture, biopince devices are inspected under optical magnification for proper cannula-pincer gap distance, proper pincer and cannula shape, and test fired during production to ensure that it will function properly. Additionally, the IFU contains a caution to ¿verify integrity of needle before cocking instrument and after firing(s). If needle is damaged, appropriately discard the entire device and prepare a new instrument.¿ since there are no indications that the product was manufactured incorrectly, no corrective actions will be taken at this time.

Event description:
This was the instrument used for the first biopsy and it was thought that it misfired. When the physician removed the instrument from the patient the tip was ''crimped'' up. A second instrument had to be opened and used. The patient was having abdominal pain, so went to ER and was found to have fluid around the biopsy site on ultrasound. Patient treated for pain.